Event description:
Reporter alleged obtaining a result of 300-400 mg/dl on the aviva system compared back to back with a result of 125-180 mg/dl on a professional system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated that he no longer has the strips, so no product will be returned for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.